Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-apr-2023. H6: investigation summary the customer provided 3 photos of (2) 0.5ml 29ga 1/2 in syringes and reported scale was misaligned on the barrel. Based on the photos provided, it was observed that 1 sample was misaligned scale printed. Upon visual inspection, embecta was able to confirm the reported failure of the misaligned scale on the syringe barrel. A review of the device history record was completed for batch# 2087303. All inspections and challenges were performed per the applicable operations qc specifications. Zero quality notifications were observed pertaining to this complaint. Embecta was able to duplicate or confirm the customer¿s indicated failure of scale misaligned on the barrel. H3 other text : see h10

Event description:
It was reported that 2 bd ultra-fine¿ insulin syringes scale markings were misaligned. The following information was provided by the initial reporter, translated from japanese: "this is a report about a scale misaligned. According to the user's report, the scale of two syringes was misaligned like diagonal printing."

Event description:
It was reported that 2 bd ultra-fine¿ insulin syringes scale markings were misaligned. The following information was provided by the initial reporter, translated from japanese: "this is a report about a scale misaligned. According to the user's report, the scale of two syringes was misaligned like diagonal printing."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.